Manufacturer narrative:
This customer reported a failure to discharge via paddles. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a failure to discharge via paddles.